Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was blocked and rusted in the tornado handpiece body. Further, cable and keyboard resistance value out of tolerance limits. The motor, keyboard, handpiece body and motor cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. New serial number is (B)(4). Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, defective keyboard and motor cable would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that the motor was blocked and rusted. There were no adverse patient consequences reported. No additional information was provided.